Event description:
The account generated erratic axsym valproic acid and carbamazepine results on a specimen. The specimen initially tested axsym valproic acid = 0 and axsym carbamazepine = 0. The specimen was repeated with results of axsym valproic acid = 12.9 and axsym carbamazepine = 5.3, 5.4, 8.2. No units of measurement were provided for axsym valproic acid or axsym carbamazepine. No liquid surface detection errors were found on the axsym analyzer. No patient information is available. The axsym valproic acid and axsym carbamazepine erratic results were not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
Device eval is in process, no conclusion can be drawn at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.